Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.